Event description:
It was reported that during priming with two units of prismaflex m150, an external fluid leak due to an unspecified tube issue was observed. The exact location was unknown. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation and blood was observed in the bag and in the return line. The complaint reported a leak during priming. An investigation could not be performed due to contaminated risks. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.